Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Tip of universal screwdriver snapped off in torx 35mm cancellous bone screw while tightening screw into a trident cup. The surgeon could not remove the broken tip from the screwhead so it was left in situ.

Manufacturer narrative:
An event regarding a fractured screwdriver tip from a trident driver was reported. The event was confirmed. The device was returned in used condition. The tip of the hexalobular feature is fractured; deformation to the remaining portion indicates the fracture occurred while tightening a screw. Material analysis found no evidence of material or manufacturing defects. It is not believed the failure was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been other events for the manufacturing lot. Previous investigations have found the root cause to be related to excessive torque applied to the device by the user. The root cause was determined to be application of excessive force by the user. No material or manufacturing defects were noted during the investigation.

Event description:
Tip of universal screwdriver snapped off in torx 35mm cancellous bone screw while tightening screw into a trident cup. The surgeon could not remove the broken tip from the screwhead so it was left in situ.